Event description:
It was reported that this brady lead was not successfully implanted due to broken helix and dislodged as a result of overturning and half of the helix is still in the septum. A new lead of the same model was successfully placed. No adverse patient effects were reported.